Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The stapling device was being applied to the stomach. When pulling on the white tube, the suture snapped and the anvil disconnected from the tube. In order to resolve the issue and complete the case, used a new device. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil was observed to be tilted and separated from the tubing. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.